Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not observe the tip or hook to be bent. Engineering did observe that the wrist assembly did present charring around the cable crimp pocket area and at the proximal clevis which is indicative of arcing. The tip is dislodged from the distal clevis and is missing the conductor cap. As a result, both grip cables are derailed. Electrical continuity passed. No other damage found.

Event description:
It was reported that during a da vinci surgical procedure, the tips of the permanent cautery hook instrument were bent and had wires sticking out. No instrument pieces fell into the patient and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event occurred.